Event description:
Clinic notes were received for review on a vns patient. It was documented that there was increased seizures first noted in clinic notes dated (B)(6) 2011 and again on (B)(6) 2011. On (B)(6) 2011 the patient was set to 2.0/30/500/30/3.0 mag 2.0/60/500. Diagnostics were performed and confirmed device function. Their seizure frequency was reported to be 50% worse, seizure intensity 50% worse, quality of life: worse. Office visit date 10/18/2011 diagnostics performed and device function confirmed. The patient's therapy was raised. 2.00/30/500/30/3.0 changed to 2.25 magnet 2.00/60/500 changed to 2.50. Their seizure frequency was reported to be 50% worse, seizure intensity the same, quality of life: worse. It was reported that unfortunately, the patient seems to be having more complex partial and partial seizures. Fortunately, she is not having generalized seizures. They will try increasing vns up to a max 3.5ma. It is unknown if the patient's reported seizures were above or below their prevns baseline rate. Good faith attempts have been made for further information in regards to the event and thus far no further information has been attained. At the time of the reported events the device was able to deliver their desired therapy.

Event description:
Additional information was received from the patient's vns treating physician. It was reported that the patient's seizures on (B)(6) 2011 were not vns related and there was limited history on this patient's seizures. No medication changes or programming changes preceding event. Their seizures on (B)(6) 2011 were at prevns baseline levels.